Event description:
It was reported that after modification of the stimulation parameters, the patient had an increase in seizure frequency, and during one seizure, the patient hit the door jam with her cheek. An x-ray was taken and results were abnormal. The patient had a fractured cheek bone. It was noted that the programming was possibly related to the event. The patient visited the emergency room and an epileptologist. The patient was hospitalized for one day. The patient was given stitches, and stimulation parameters were set back to the previous calibration from (B)(6) 2012. The patient outcome was resolved without sequelae.

Manufacturer narrative:
(B)(6). Upon additional information, the most correct manufacturing side ID is (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported via a manufacturing representative that the event was ¿possibly¿ related to the device.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the description of the event was updated to "worsening in frequency of epileptic seizures and prolongation of seizure duration".

Manufacturer narrative:
Product ID 3389-28, lot # 0204413926, implanted: (B)(6) 2010, product type lead.